Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and five months later post filter deployment, magnetic resonance imaging of lumbar spine was performed which showed inferior vena cava filter at inferior l2 to l3-4 level. Tilted to left. After one year and two months, lumbar spine of plain films was performed which showed inferior vena cava filter at inferior l2 to l3-l4 level. Tilted to left. Detached posterior left strut without significant change. After two years and four months, lumbar spine of plain films was performed which showed inferior vena cava filter at inferior l2 (l2-l3 interspace) to l3-l4 interspace (superior l4). Tilted to left. Detached posterior left strut without significant change. Therefore, the investigation is confirmed for the alleged filter tilt and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for unknown medical condition. At some time, post filter deployment, it was alleged that the filter had detached and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.